Event description:
Alleged the bed has no bed up functions working.

Manufacturer narrative:
The facility found the capacitor was disconnected and when he reconnected it, the bed functions worked with the exception of the head up. The facility found the head up switch on the right siderail ucm was stuck. The facility replaced the right ucm board to repair the bed.